Event description:
A customer contacted beckman coulter inc. (Bci) regarding an incident with the avanti j-30i centrifuge. Per customer, they run a centrifuge and when the rpm indicated zero and instrument was beeping, the customer opened the door and found the rotor still spinning. The operator grabbed the rotor lid and removed it then attempted to stop the rotor by hand. As a result of this action, the operator had injured her hand. The injury required 4 stitches on a finger. The instrument is not used in ivd applications. Therefore, there is no clinical impact since this instrument does not produce pt results.

Manufacturer narrative:
A field service engineer was dispatched to the customer's lab: the fse inspected the device and determined that the rotor pins had been extensively damaged in a prior run and a combination of worn hub pins allowed the rotor being to spin freely on the hub. The noise the customer heard was the rotor being free on the hub due to the lack of pin contact. Normally, the lid tie down screw also attaches the rotor to the drive hub. As the rotor was not tied down properly, it would tend to levitate slightly while running and loose contact with the drive hub pins. As per fse, improper rotor tie down would usually create some noise during acceleration and typically lead to an instrument diagnostic and shut down. In this case, the customer stopped the run manually before any diagnostic was given. Additionally, if the rotor was not engaged with the drive hub, it may not have been turning at the same speed as the shaft and had come to a complete stop when the shaft did. Hardware issues may have contributed to this event. A malfunction will be assumed for purpose of this report.